Event description:
This is submitted to report the clip (10360005/21) becoming caught in the chordae, and difficulty during removal which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, with a large a2p2 jet. The patient had very challenging anatomy which included scoliosis, a previous open heart surgery and rotated heart. Transseptal puncture was performed and noted to be high. One clip was implanted and the mr was reduced to 2-3. A second clip was planned to be placed medial. The clip delivery system (cds 10360005/21) was prepared without issue and advanced to the mitral valve for treatment of the medial jet. Difficult was noted during the attempt to grasp due to the anatomy. After 2-3 attempts to grasp, the clip became caught in the chordae. All troubleshooting maneuvers were performed, and the cds was able to be removed after some time. There was no tissue damage due to the chordal entanglement and the mr did not increase. There was no unexpected movement of the cds. It was noted that the tip of the cds was a little hard to see possibly due to the echosonographer experience and the anatomy. No further device was used and the procedure was completed with the implantation of 1 clip reducing the mr to 2-3. The patient was clinically stable and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, 1 implanted mitraclip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Initial information indicated the device was returned;however, subsequent information indicates the device was discarded and was not returned. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for the reported failure to adhere or bond can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the patient had very challenging anatomy, including scoliosis, prior open heart surgery, and a rotated heart. Additionally, the transseptal puncture was performed and noted to be high. Based on the information reviewed, the reported difficulty in grasping the leaflets appears to be related to procedural conditions and not a product quality deficiency. Potential cause for the reported difficult to remove from the chordae may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve) or manufacturing anomalies. Based on the information reviewed, the reported clip becoming caught on the chordae resulting in difficulty removing the cds appears to be related to procedural conditions / user technique (visualization and echosonographer experience), and is not an indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.